Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the clinician was questioning if there was noise on the ventricular high rate. The remote monitoring transmission showed many ventricular high rates with short intervals for the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was confirmed to be oversensing with noise and that the ventricular high rate episodes with no n-physiologic senses were occurring more frequently. The lead was capped and replaced. No patient complications have been reported as a result of this event.